Event description:
The account stated that the architect total psa reagent has generated a discrepant result on another patient sample. The account provided the following results; date: (B)(6) 2010, results: 18.8 ng/ml; date: (B)(6) 2010, results: 43.4 ng/ml; date: (B)(6) 2010, results: 50.2 ng/ml; date: (B)(6) 2010, results: 0.335 ng/ml; there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), evaluation results, ( the investigation demonstrated that architect total psa reagent 7k70-25 lot 87186lf00 is performing acceptably). This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. As no return material was available from the customer we have completed our investigations using our in-house retained kit of the architect total psa reagent kit lot 87186lf00 as used by the customers laboratory. No imprecision issues or aberrant results were observed. The results of our investigation demonstrate that architect total psa reagent 7k70-25 lot 87186lf00 is performing acceptably. No additional issues were identified during the investigation. We referred the customer to the architect total psa reagent package provides possible interferences. In addition, it is recommended to ensure that the architect system is properly maintained per the abbott architect system operations provides adequate information about troubleshooting for erratic results, operational precautions, and limitations. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving architect total psa reagent lot 87186lf00 for sale to our customers. No anomalies were reported and all kit release specifications were met. We did not observe the issue reported by the customer during our investigation and no return samples were available for analysis. Unfortunately, the cause of the discrepant results observed in the customers laboratory remains unclear.